Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-jan-2017: reported now from lawyer: essure was implanted on (B)(6) 2011, she stated she was experiencing these complications (newly reported): severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, headaches, weight gain, fatigue. Company causality comment: this non-medically confirmed spontaneous case was initially identified during monitoring of postings on an FDA hosted docket website, and later received via lawyer. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent birth control and had chronic back pain and chronic pain in left side/ severe pelvic pain/ unbelievable pain all the time (interpreted as back pain and pelvic pain). She also experienced excessive bleeding. After approximately 4 years, she had essure inserts removed along with her fallopian tubes. These events were considered serious due to their medical importance and anticipated in the reference safety information for essure. Considering the event's nature, the localization of the pain and the lack of alternative explanation, causality between the chronic back pain, pelvic pain, and essure cannot be excluded. Changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, the causality between excessive bleeding and suspect insert cannot be excluded. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0931, awareness date 29-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that it was the worst thing she had ever done. She was allergic to the metals essure was made from. Her body was falling apart. She was getting essure taken out which had been a struggle by itself. Her hair was falling out and she was in unbelievable pain all the time. She had been on and off steroids so much. She hated this device. Follow-up information identified on 05-oct-2015 (upgraded to incident). This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting that took place in september 2015 (post#FDA-2014-n-0736-1298). In (B)(6) 2011, essure was implanted. She was on (B)(6) and it was ending soon, so the doctor she found to allow her to get a permanent birth control only did essure. So she had it done. At first she noticed that sex hurt a lot. Then she found herself going to a mental health doctor because of ongoing panic attacks and depression, along with just having no energy. In (B)(6) 2014, she started with an allergic reaction all over. This continued for several months coming and going. Her thick hair was falling out by the hand fulls. She was truly thinking she was losing her mind. She told her doctor she wanted them out and he agreed but he would only remove her tubes and cysts that she had at the time of report but not before essure. She was taken steroids for months due to rashes and allergic reactions affected her white blood count. Tests were performed and some were painful. She was experiencing chronic pain in her back and left side made them worse. On (B)(6) 2015, her tubes and essure were removed. She stated that they were removed the day before the report and she could already feel a big difference. Additional information received on 07-oct-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Updated product technical complaint (ptc) investigation result received on 20-oct-2015: ptc global number: (B)(4). No major changes in the assessment. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent birth control and had chronic back pain and left side (interpreted as back pain and abdominal pain). After approximately 4 years, she had essure inserts remove along with her fallopian tubes. These events are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of this event, the localization of the pain and the lack of alternative explanation, the chronic back pain and chronic abdominal pain are considered related to essure. Upon follow up information, this case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.